Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional testing included accuracy testing. The delivery accuracy tests found the pump to be well within the published specification of +/-6%. The pump's expulsor was trimmed to bring the delivery accuracy into a more nominal range. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited over infusion and failed a volume test. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement, the issue was found during preventive maintenance, and the event date was (B)(6) 2018.